Manufacturer narrative:
The event described is consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered.

Event description:
Consumer experienced burning, stinging, pain and irritation after inserting lens that soaked for approximately 7 hours in the solution. Consumer rinsed her eye which provided no relief. Following the event, the consumer self-medicated with an over-the-counter drop (hylo-care eye drops). The consumer contacted her "house doctor" and told him about the situation. The consumer reported that the doctor indicated that since "it" would be a 3% hydrogen, it is unlikely to be a lasting injury. The consumer reported her eye recovered and she resumed contact lens wear. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.